Event description:
The core universal driver was sent for eval and during the quality investigation conducted at the MFR the device ran in reverse when the safety bar is set in the forward position. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during the quality investigation that the handle of the device, the reverse trigger and the safety bar are damaged.